Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery unable to fit in monitor) has been confirmed. As received, the battery was intermittently unable to power a monitor. The battery connector was physically damaged, which prevented the battery from connecting to a monitor adequately. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's battery pack was not fitting properly into their monitor.